Event description:
Further information was received indicating that the patient had a battery replacement due to battery depletion. Device evaluation is not needed as the root cause is known and it will add no value to the completed investigation. No other relevant information has been received to date.

Manufacturer narrative:
H3. Device evaluated by MFR?; code 81, device evaluation is not necessary as the return of the device will not add value to the investigation as the root cause is known.

Manufacturer narrative:
(B)(4). Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
The patients generator migrated which was noted to be due to weight loss / fatty tissue loss per the physician. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.